Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he is seeing air bubbles in the tubing and has had some high blood glucose. (B)(6) stated she gave herself 4 units of insulin through a manual injection. Patient's blood glucose at time of incident was unknown. Patient's current blood glucose was 219mg/dl. The customer stated blood glucose was in the range of stated between 300 to 400mg/dl. The customer treated high blood glucose with bolus and manual injection . The troubleshooting had stopped in between. The insulin pump will not be returned for analysis.